Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy, suct, sin, was being used during a shoulder arthroscopy with rotator cuff repair on approximately (B)(6) 2021 when it was reported, ¿edge wand tungsten tip fractured leaving metal fragment loose in joint. Fragment retrieved. No patient injury, 10min delay. All proceeded as normal after fragment retrieval.¿ the procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn, confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy with rotator cuff repair on approximately 21dec21 when it was reported, ¿edge wand tungsten tip fractured leaving metal fragment loose in joint. Fragment retrieved. No patient injury, 10min delay. All proceeded as normal after fragment retrieval.¿ the procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.